Event description:
International affiliate reports the implanted valve had a blockage. It was also noted that the pt's protein content increased while the valve was in place. The device was explanted and replaced.